Manufacturer narrative:
Siemens reviewed the data provided by the customer. At the time the sample was run, the rp500 system appears to be functioning as intended. There is no indication that glucose sensor or the co-ox unit was malfunctioning. The glucose sensor had no drift, slope or offset errors for the 16 days it was tested. Thb had 3 total drift errors; 2 when the cartridge was 1st installed and the one additional when the system went through a power cycle. No co-ox diagnostic errors were flagged. A plot from the customer's system of glucose sensor's slope and millivolt output from the calibration reagents depicts that the sensor had typical performance. The differences could be due to matrix affects between whole blood and serum. Since the r1 file was not received, the glucose inactive response could not be reviewed. The glucose inactive response would give an indication if there was a glucose interferent in the patient's blood. The thb value for the patient sample in question may have differed due to the separate patient draws or sampling handling. If the samples are not well mixed at the time of the test, the blood cells will settle and give a different result when compared to a well-mixed sample. Known differences within methodologies and sample matrices between the laboratory devices and the point of care systems may have influenced the discrepancies observed.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested additional log files and information to be provided. The cause of this event is unknown.

Event description:
The customer reported discrepant elevated total hemoglobin and discrepant low glucose results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.